Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the touch pad on the roller pump went out. The device was not changed out, as the pump still functioned. The customer controlled the roller pump from the central control monitor (ccm). The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.